Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the pump screen. There was no information provided regarding any adverse impact on the caller¿s blood glucose level. Technical support advised on how to press the button correctly, assisted in removing the pump from its case, and decided to replace the pump as it was under warranty. The customer agreed to return the faulty pump using the pre-paid label and had a backup therapy plan in place to ensure insulin delivery continued uninterrupted.